Event description:
The customer stated that she was taken by paramedics to the hospital due to hypoglycemia. The customer's blood glucose reading was 296 mg/dl at the time of the report. The customer declined to perform troubleshooting at the time of the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.